Manufacturer narrative:
The t:slim g4 pump user guide states do not reuse cartridges or use cartridges other than those manufactured by tandem diabetes care, inc. Use of cartridges not manufactured by tandem diabetes care, inc. Or reuse of cartridges may result in over delivery or under delivery of insulin. This can cause very low or very high blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer received multiple inaccurate fill estimates on the pump. Reportedly, the customer filled a cartridge with 240 units of insulin and the pump displayed 40 units. The customer re-loaded the same cartridge and the pump displayed 50 units. During troubleshooting with tandem technical support it was discovered the customer was re-using cartridges to load onto the pump. The customer's blood glucose was 117-122 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.